Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during attempted implant, high pacing lead impedance was observed. The lead was not implanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.